Manufacturer narrative:
Results of investigation: vyaire medical resolved the issue after configuring the blower type to micronel. In production, this unit was converted from moog vents to micronel vents. Because patch 16 was put on hold, the software was downgraded to v6.0.1200.0 before being shipped to the customer. Root cause of failure was most likely due to the blower type change is not saved during production, as patch 12/13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch 16. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite and downloaded the log files. The blower update/test and sw update to patch 19 had been completed . Log files revealed that there is no record of 401 alarm happening on this unit and the blower is configured for moog. O2 (oxygen) calibration and circuit checks were all verified and successful .o2 cal and circuit check all verified and successful. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us is having an error 401 - "inspiration valve or device leaky". There was no patient associated with the reported event.